Event description:
It was reported that the patient's lead integrity alert triggered twice in a week due to noise, increased sensing integrity counts and non-sustained tachycardia episodes on the right ventricular pace/sense portion. The lead integrity alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 2 - patient alerts for lead failure predictor on (B)(6) 2011 23:08:41 and (B)(6) 2011 07:51:07. Sensing - oversensing 2 - ventricular nst<=180 ms average v-cycle on (B)(6) 2011 14:21:01 and (B)(6) 2011 07:51:06. Sensing - interference/noise ventricular short interval count v-sic=11.7 counts avg/day, in 3.41 days, between (B)(6) 2011 22:05:16 and (B)(6) 2011 07:52:07.